Manufacturer narrative:
(B)(4). The suspected malfunction was confirmed in the laboratory and was due to noise. Initial testing of the device on the bench showed no anomalies were found. However, further evaluation was not possible as the device was damaged during testing. The cause of the noise could not be determined.

Event description:
It was reported that the patient received an inappropriate shock. Upon interrogation, episodes of noise were observed. The patient received inappropriate therapy for these episodes. The device was explanted and replaced. The patient tolerated the procedure well. The patient was discharged two days later in stable condition.